Event description:
A nurse from the customer's doctor informed that the customer passed away and was wearing the pump. It was indicated that the customer had developed a urinary tract infection and became septic. The customer continued to use the pump and later became severely hypoglycemic. The customer was disconnected from the pump when hospitalized but never recovered from being brain dead. The nurse stated that she does not believe the pump was a contributing factor.